Event description:
It was reported by service report that the bed exit would not alarm or change zones. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: faulty bed exit module.